Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to duplicate the reported problem. It was determined that the defective backup capacitor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error 1720. There was no patient involvement.